Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was that it wasn't working and that they guessed it was the controller. Pt stated that they tried all of the usual things to fix it but it just was not working. Pt stated that they reset the controller but that didn't work either. Pt confirmed that the controller was blank/unresponsive. Troubleshooting was unable to be performed as the pt only had the controller present during the call (ac power supply was not present) and the pt was driving, so the manufacturer's patient services specialist (pss) was unable to perform troubleshooting. Pt will call ps back for troubleshooting at a later time. When asked for the event date, pt stated that they thought it was like yesterday. Pt then stated that a couple times the controller started again but then it went right back out. Patient called back the next day, (B)(6) 2022. Pt had all of their equipment; pt noted they reset the controller and got sign of green light then the software problem message (1 intellis 2 3.6 3 58 4qf_new) displayed on the controller. Pt thought there was nothing connected to the controller when the message displayed. During the call pss walked pt through removing the battery pack and plugging controller into the ac power supply cord; pt denied controller powered on. Pt inserted aa batteries in the controller and the controller still did not power on. Pss reviewed with pt that they would be sending the controller first and pt also requested for a battery pack. Due to the nature of the call pss sent a controller and battery pack. Pt noted they were in pain an awful lot. An email was sent to repair for replacement controller and battery pack. Additional information was received from the patient. It was reported that pt called back and re-reported the previously documented information. Pt said they received the controller replacement but not the li battery. Pt said the setup steps were not following the same steps as the instructions. Pt was going through controller setup steps but had the controller plugged into ac power instead of the rtm. Pt then plugged the rtm in and was able to walk through the controller setup steps. Pt then started a charging session of their ins and was able to start charging with excellent charging quality (controller 30%, ins empty). Pss reviewed to allow ins to keep recharging and pt confirmed that they understood. Pss did not resend request for li battery as pt's current battery was working as intended. Additional information was received. It was reported that they tried the controller (even though they were supposed to get controller and battery pack) and controller worked until this weekend. Pt said the controller wasn't recharging or holding a charge. Pt said they would try to charge the ins for 4 hours last night, but the controller would keep going dead/blank. Pt said they would start with controller full, but then they'd try to charge and the screen would go dark/no green light blinking. So pt would reset and plug into ac power and controller battery would show as empty. During the call pt plugged into ac power and reported controller 100, ins red. Pt attempted to start a recharge session and at first got excellent, but after a few minutes the screen went blank. Pt said the controller wouldn't charge from ac power, and then when controller was charged full, they'd try to recharge the ins and the controller would go blank after a few minutes and after plugging back into ac power, would show the controller battery was empty. A replacement battery pack was sent to the patient. Pt also mentioned the battery lid on the replacement controller wouldn't close right, but they tried the lid from their old controller during the call and confirmed that one closed over the battery pack ok. Pt had not sent back old controller yet as they didn't get a prepaid label in the box.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient product ID 97745bp lot# serial# (B)(6) implanted: explanted: product type accessory product ID m995402a001 lot# serial#(B)(6) implanted: explanted: product type section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). H3. Analysis was performed on [product ID: 97745, serial/lot #: (B)(6) analysis found that the main board was corroded and the lcd was cracked. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.